Event description:
It was reported that this right ventricular (rv) lead had noise that was being oversensed during threshold testing. Isometrics were performed and the noise was not able to be recreated. Additional review of a few ventricular episodes found further noise that was being oversensed that appeared to be a new onset, and observations of a drop in impedance and sensing. Additional information provided that a lead safety switch from bipolar to unipolar configuration due to low out of range pacing impedances less than 200 ohms. Technical services and the physician discussed other programming options. The system remains in-service at this time. No adverse patient effects were reported. Additional information suggested that the noise on the rv lead was ongoing. There were observations of oversensing that caused pacing inhibition greater than two seconds, but intrinsic conduction is seen throughout so there doesn't appear to be evidence of any asystole. Technical services discussed performing additional troubleshooting and also consider x-ray to look at lead position. The lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead had noise that was being oversensed during threshold testing. Isometrics were performed and the noise was not able to be recreated. Additional review of a few ventricular episodes found further noise that was being oversensed that appeared to be a new onset, and observations of a drop in impedance and sensing. Additional information provided that a lead safety switch from bipolar to unipolar configuration due to low out of range pacing impedances less than 200 ohms. Technical services and the physician discussed other programming options. The system remains in-service at this time. No adverse patient effects were reported.